Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011. The alleged issue was not confirmed with device evaluation: testing did not find any faults with the products. A DHR (device history record) was completed on for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter would not power off. The patient reported that the display was frozen with last result obtained. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that the alleged power issue began 7 or 8 days prior to contacting lfs. The csr noted that the patient manages his diabetes with oral medication. Despite the alleged issue, the patient reported that he continued to take his oral medication as usual. 2 or 3 days after the alleged issue began, the patient reported that he developed frequent urination and began to feel dizzy. The patient was unable to confirm if he associated the symptoms with a high or low glucose. The patient denied testing with any device at the onset of the symptoms. The patient denied receiving any form of medical treatment in response to the symptoms. The patient confirmed that the symptoms abated on their own (without intervention) on the same day they started. At the time of troubleshooting, the csr walked the patient through a successful test. The csr noted that the subject meter powered off per specification. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.